Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The reported close door alarms were confirmed and reproduced during evaluation. Evaluation found the force needed to secure the door was above expected levels. This condition was caused by the door hooks and latch pins being out of adjustment. The door hooks and latch pins were replaced.

Event description:
It was reported that a spectrum pump alarmed "close door" when the door was already closed. It was also reported there was no patient involvement.